Event description:
Dupoiron d, autier l, lebrec n, et al. Intrathecal catheter for chemotherapy in leptomeningeal carcinomatosis from her2-negative met astatic breast cancer. J breast cancer. 2022;26(6):572-581. Doi:10.4048/jbc.2023.26.e40 reported events: all patients were implanted with an ascenda catheter. During implant a lumbar puncture was performed using a 16g tuohy needle. An ascenda catheter was then inserted, and its progression was monitored under live fluoroscopy. Once correct placement had been confirmed the guide was removed, cerebrospinal fluid was noted, and the catheter was anchored down. The catheter was then connected to a port to administer chemotherapy drugs including methotrexate, thiosulfate, and hydrocortisone. One female patient being treated for leptomeningeal metastasis (lm) experienced catheter dislodgement after implantation requiring surgical intervention. One female patient being treated for leptomeningeal metastasis (lm) experienced an infection after implantation requiring surgical I ntervention. One female patient being treated for leptomeningeal metastasis (lm) experienced a lumbar hematoma after implantation requiring surgical intervention. Female patient's being treated for leptomeningeal metastasis (lm) experienced transient headaches after catheter implant that had resolved within a day using analgesics.

Manufacturer narrative:
Citation: dupoiron d, autier l, lebrec n, et al. Intrathecal catheter for chemotherapy in leptomeningeal carcinomatosis from her2-negative met astatic breast cancer. J breast cancer. 2022;26(6):572-581. Doi:10.4048/jbc.2023.26.e40. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.